Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7070858.

Event description:
It was reported that the patient was experiencing inconsistent stimulation due to lead migration which was confirmed through an x ray. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. No further information has been obtained despite good faith efforts.